Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in one of the lead was replaced. It is unknown which lead is liable so both leads are reported.

Event description:
Related manufacturer reference number: 3006705815-2021-05312. It was reported that patient was unable to place the ipg into MRI mode. Diagnostics showed few of the contacts have invalid impedance. Surgical intervention may take place.